Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was unresponsive. Additionally, customers blood glucose level displayed "high". The customer administered correction bolus via the pump to resolve elevated bg. No additional product or event information was available.